Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that company plunger went under implant upon advancing and scratched the back of the optic. Additional information has been requested, received and stated in the surgeon¿s opinion, it was possible the implant was not seated well during loading, allowing the plunger to go beneath the lens initially. No observable defects to the injector observed. The iol was explanted during initial procedure. Unspecified lens was loaded and inserted with no issue, using same injector but new cartridge. The patient had full recovery with no anticipated vision loss.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of a scratched optic and plunger went under; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece¿particularly the plunger tip, appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All company handpiece injectors are 100% inspected at the end of the manufacturing process to ensure visual quality requirements, the thread engagement is acceptable, and the correct plunger height is present before release of the product. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).